Event description:
Event occurred (B) (6) 2008, date unknown. Customer reported an over-infusion of morphine. The over-infusion was attributed to an incorrect order written by the ordering practitioner and believe it could have been avoided if the infusion had been programmed using guardrails. Stated the order was written for a concentration that was double the standard concentration for morphine infusions at their facility. The user programmed the infusion as written by the practitioner, resulting in an over-infusion. The customer was unable to recall the intended vs the administered dose and the volume in the bag. No pt harm reported or medical intervention required and no other event details available. The customer had purchased guardrails software but, did not install it on the devices and implement its use. Event logs and devices were requested, but are not expected to be returned because the customer declined an investigation of the event.

Manufacturer narrative:
(B) (4). (B) (4). Pt information requested and all available information is included.